Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was unable to initiate therapy sessions. The clinical specialist performed troubleshooting with the patient and identified that all electrodes on the left lead were out of range/had high-impedance readings. There was no report of patient harm or injury. As a result, the patient underwent scheduled revision surgery to replace the left lead. The implanting physician decided to replace both leads. The right lead was functional but was replaced only as a precaution. The end cap of the right lead remained in the patient during the explant. Reportedly, unrelated to the alleged malfunction, the implantable pulse generator (ipg) was relocated from the right buttock to the right flank as a precautionary measure. There was no alleged issue or product deficiency with the ipg. The procedure was successful and without complications. Following the lead revision, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient).